Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 225 mg/dl, 572 mg/dl, and 380 mg/dl. The results 572 mg/dl and 380 mg/dl were also taken within 10 minutes of results 177 mg/dl and 219 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.